Event description:
The customer reported that the plug on the interconnect cable is broken. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The rep replaced the plug on the interconnect cable. The system was tested and found to be working as intended and put back into service. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.